Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is frozen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time or clock moved. Device had unresponsive bolus express button due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.